Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda appears to be related to patient conditions (barlow¿s disease). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(4) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and an a2/a3 prolapse for a mitraclip procedure. During the procedure, a mitraclip xtw was inserted within the patient. Upon advancing the clip and attempting to actuate the grippers it was identified that posterior grippers would no longer descend. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A mitraclip xtw was then placed successfully. A second mitraclip xtw was then advanced into the patient, while placing the second clip it was identified that the first clip had a single leaflet detachment (slda) and was no longer attached to the posterior leaflet. The second clip was successfully implanted and the procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.